Event description:
Pt with hx of recurrent dvt, vena caval filter, pe with anticoagulation. Transferred for tx of recurrent deocaval dvt with lysis x 24 prior to aj treatment pt with renal insufficiency at 2.1 admission & 1.7 p hydration 240cc aj with dvx catheter (channel created) and immediate hemoglobinuria art upper 10 now gradually to 9. No hd done although hd catheter placed. Pt received no pre tx of mucomept or bicarb IV fld. Hydrated will p procedure with renal following pt closely. Physician felt there were no other option for tx with pt and currently dvt resolved with aj & stent placement.